Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible underdelivering because the blood glucose was not coming down even though getting corrections and bolusing. The customer reported blood glucose values of 265 mg/dl. The customer reported hyperglycemia, infection, erythema, purulent discharge treated with an insulin pump (subcutaneous insulin infusion), no treatment, no treatment, no treatment. The event involved product(s) mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-242a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and displacement accuracy test, successfully downloaded history files and traces using thump. Nodelivery alarms were present on event date or 2 days before the event date. No unexpected no delivery alarms noted. No related alarms/suspends on event date. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window and scratched case. Insulin flow alarms/nodelivery alarms and under delivery anomaly were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.